Manufacturer narrative:
Received customer material: accu-chek inform ii meter, sn: (B)(6). Visual examination was performed and revealed following: the meter display is white with colored vertical lines. No text or images are displayed on the meter when it is turned on, so the instrument is unusable. Meter display assembly was swapped for a retention display and the issue persisted. The device has been disassembled and its electronic compartment has been visually inspected. The strip port area was examined. Residue of invading fluid (blood and control solution) were observed inside the meter housing. The strip port area and measurement engine (meter electronics) are heavily contaminated. The observed fluid contamination caused the the alleged problems.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that their meter had colored lines on the screen which impeded the results field. There have been no reported misinterpreted results.